Event description:
The customer reported via phone call indicating that the insulin pump had a possible temporary vent blockage. Customer's blood glucose was unknown mg/dl. Customer stated that she was priming the insulin pump and insulin continued to drip out. The customer was advised to a complete set change and reservoir. The customer was advised that we would replaced the set/reservoir and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.